Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the system did not detect the vitrectomy during a surgical procedure.

Manufacturer narrative:
Additional information is provided. The customer called the company service representative to assist with troubleshooting. The customer was able to troubleshoot and resolved the problem reported. The customer was instructed on how to replace a nonconforming connector. The facility did not request service. The system was manufactured on august 28, 2009. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).